Event description:
Per the clinic, the patient experienced an episode of meningitis in may 2026 (specific date not reported). Subsequently, the patient was hospitalized and treated with IV antibiotics (specific date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.